Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31088253l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation of the pentaray catheter ceased during the procedure. At the start of the procedure, the pentaray irrigation bag was inflated to 300 mmhg, with 2000u/l of heparin injected. But the catheter irrigation had ceased functionality right when the procedure begun. The medical team mapped to the left, then removed the catheter and placed the catheter in the right atrium. The catheter was then removed from the patient and returned to the left atrium. At this point, the doctor realized that the catheter irrigation was no longer functional. Activated clotting time (act) was 304s at the time. The medical team tried to restart the irrigation by pushing water directly at the base of the catheter with a syringe without success. They then tried sucking out anything that might be blocking catheter irrigation, but without success. Catheters were changed and the issue resolved. The overall delay to the procedure was 5 minutes. The procedure was continued and no patient consequences were reported.

Manufacturer narrative:
On 16-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-feb-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation of the pentaray catheter ceased during the procedure. At the start of the procedure, the pentaray irrigation bag was inflated to 300 mmhg, with 2000u/l of heparin injected. But the catheter irrigation had ceased functionality right when the procedure begun. The medical team mapped to the left, then removed the catheter and placed the catheter in the right atrium. The catheter was then removed from the patient and returned to the left atrium. At this point, the doctor realized that the catheter irrigation was no longer functional. Activated clotting time (act) was 304s at the time. The medical team tried to restart the irrigation by pushing water directly at the base of the catheter with a syringe without success. They then tried sucking out anything that might be blocking catheter irrigation, but without success. Catheters were changed and the issue resolved. The overall delay to the procedure was 5 minutes. The procedure was continued and no patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device 31088253l number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).